Event description:
It was reported that a pt experienced paresthesia after placement of a xive implant. The implant was removed approx ten weeks later.

Manufacturer narrative:
While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required to relieve the pt's symptoms, this event meets the criteria for reportability.